Event description:
It was reported that the right ventricular lead dislodged and the pacing threshold was noted to be high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.